Manufacturer narrative:
Conclusion: the returned instrument was evaluated by isi engineering. It was determined that an mfg error during instrument assembly contributed to the device malfunction. All instrument components were returned to isi.

Event description:
It was reported that the pin came out of a grasping instrument. The pin was pushed back in by hand by a hosp employee. Customer cannot provide info regarding when the event occurred, with which surgical procedure or with which surgeon. No adverse event or injury were reported.